Event description:
It was reported that the handheld screen would freeze often. Troubleshooting was performed, but the problem persisted. Attempts for further info and product return have been unsuccessful to date.